Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are concerned that their right atrial (ra) lead has an issue. Ra lead remains in use. No patient complications have been reported as a result of this event.